Event description:
Customer reported that a pyxis anesthesia es system experienced the display fluctuated from blue to white during procedure. The customer reported during procedure (bilateral femoral cut down, bilateral antegrade and retrograde embolectomies, right lower extremity) which resulted in being unable to access medications and had to obtain required medications from another or (#31). Delay duration undetermined. The customer stated after reboot the device continuously displayed error message and log-in failed. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced the display fluctuated from blue to white during procedure. The customer reported during procedure (bilateral femoral cut down, bilateral antegrade and retrograde embolectomies, right lower extremity) which resulted in being unable to access medications and had to obtain required medications from another or (#31). Delay duration undetermined. The customer stated after reboot the device continuously displayed error message and log-in failed. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the database was in suspect mode. The technical support specialist deleted the database, created a new database, and synced it to the server. Issue was resolved and no further issues identified.